Event description:
Customer reported that a pyxis anesthesia es system drawer did not release during a procedure delaying user access to medication. Customer stated that the affected procedure was a coronary artery bypass graft. Customer did not disclose the required medication or length of the delay. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system drawer did not release during a procedure delaying user access to medication. Customer stated that the affected procedure was a coronary artery bypass graft. Customer did not disclose the required medication or length of the delay. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A field service engineer evaluated the device and determined that the drawer's position sensor was not working as intended. A field service engineer replaced the position sensor and adjusted both drawer 3.1 and 3.2 hard stop so that the drawer will lock every time. Device tested and confirmed operational by customer.

Event description:
Customer reported that a bd pyxis anesthesia es system drawer did not release during a procedure delaying user access to medication required for anesthesia. Customer stated that the affected procedure was a coronary artery bypass graft. Customer did not disclose the required medication or length of the delay. Patient or user harm was not reported.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d4, d5, g1, h2, h6. This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 07-aug-2021 to 07-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer position sensor was defective. A field service engineer replaced the drawer position sensor to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.